Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced vent inop and motor fault alarms. The customer confirmed that there was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The reported complaint was confirmed through the events log and duplicated during functional check. This issue will be internally investigated within vyaire.